Event description:
Touch screen programmer failed to stop sending burst pacing signal when pen removed from touch screen; over-ridden by hitting hard programming key. The pacing lasted 7 seconds instead of the intended 3 seconds. No lasting effects and the device remains in situ. Suspected software problem. Date of use: 2008. Diagnosis or reason for use: ventricular tachycardia.